Event description:
It was reported that, after a tka surgery had been performed on the (B)(6) 2019, the patient experienced pain. An imaging done with contrast found that the gns ii cmt tib size 4 {} right was loose. A revision surgery was performed on the (B)(6) 2022 to treat this adverse event. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Section h10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a revision was performed approximately 2.5 years post implantation due to pain and suspected loosened tibial baseplate per contrast imaging. It was communicated that the requested clinical documentation is not available; however, reportedly, the surgeon does not fault the components. Reportedly, the revision went perfect, and the surgeon was satisfied with the outcome. Without the requested clinical documentation, the root cause could not be further assessed. The patient impact beyond the reported pain with suspected tibial component loosening on imaging and revision could not be determined. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device reveals in the possible adverse effects section that loosening, bending, cracking, or fracture of implant components can occur as a result of trauma, strenuous activity, improper alignment, or duration of service. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).